Manufacturer narrative:
Mdrs 2517506-2018-00345, 2517506-2018-00346, 2517506-2018-00347, were filed for the same event. Headquarters support center (hsc) reviewed the instrument and the patient data. No product non-conformance with the reagent or instrument identified. The event of troponin elevation in the absence of acute myocardial infarction is limited to this patient and does not indicate an issue with the dimension vista instrument or the ctni reagent. The system is operating within specifications. No further evaluation of the device is required.

Event description:
Discordant, elevated cardiac troponin I (ctni) results were obtained on patient samples on two dimension vista 500 systems. The initial results processed on an earlier date were reported to the physician who questioned the results after the catheterization lab reported no myocardial infarction (mi). The same samples were repeated at later date on alternate vista (B)(4), vista (B)(4) and troponin t, non-siemens alternate methodologies at an alternate facility. The repeated results remained elevated on all three instruments. The troponin t, non-siemens alternate methodologies were lower than the initial results. The patient had a cardiac catheterization performed due to the elevated ctni results. The date of the procedure was not provided. There are no reports of adverse health consequences due to the discordant, elevated ctni results or due to the cardiac catheterization.